Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author believe that there was an alleged product deficiency of surgicel? If yes, can you please provide specific details for each patient who experienced a serious adverse event (in which surgicel was used during the initial surgery)? Product code and lot number. Date of initial procedure. Patient initials, age, gender, & past medical history. What specific symptoms did the patient experience? Was there any medical/surgical intervention performed on the patient post-operative? If so, please list. What is the patient¿s current status? If specific details cannot be provided for each patient, please state ¿not available¿ as your response. Citation: journal of the american college of surgeons 2016;222:261-268. Http://dx.doi.org/10.1016/j.jamcollsurg.2015.12.007 - (B)(4).

Event description:
It was reported in journal article ¿fibrin sealant patch vs oxidized regenerated cellulose patch for the secondary treatment of local bleeding in patients undergoing hepatic resection: a randomized controlled trial¿ that absorbable hemostat was used. This study compared the efficacy and safety of fibrin sealant patch (fsp) versus oxidized regenerated cellulose gauze (orcg) as secondary treatment for hemostasis in patients undergoing open or laparoscopic hepatic resection. It was reported that orcg group ((B)(4)) still had visible bleeding and required hemostatic rescue therapy (i.e. Argon beam coagulator, electrocautery, or other topical hemostatic agents) due to insufficient primary hemostasis, venous bleeding, and arterial bleeding. It was reported that some orcg-treated patients required surgical reintervention and rescue treatment. Treatment-related adverse events were reported in the orcg group and include diarrhea, hypomagnesemia, localized intra-abdominal fluid collection, nausea, peritoneal abscess, pleural effusion and procedural hemorrhage. It was reported that a patient in the orcg group had a new positive viral test during follow-up. Additional information has been requested.